Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer primed the tubing and then resumed insulin delivery.